Event description:
The balloons were inserted on (B)(6) 2017. On (B)(6) 2018, during the 6-month removal, the proximal cap broke off. The surgical team tried snaring the proximal cap and then the button on top snapped off too. The team tried grabbing the skin of the balloon with two rat tooth graspers via a dual channel scope but this was very challenging as the silicone kept tearing. The physician was able to snare the balloon at a lower point of the proximal balloon. The balloon and all components were removed safely and there was no report of patient harm.